Manufacturer narrative:
Customer discarded product.

Event description:
The user facility reported that the device's vacuum did not work well during a procedure. An unknown amount of blood was collected. There were no adverse consequences reported.